Event description:
It was reported the calibration seems off on screen. It was also reported the keyboard is loose, back cover is broken, and it needs a new power cord. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported stylus/screen alignment issue; stylus functioned correctly and moving the stylus across the screen did not skip any spots. Analysis confirmed the power cord bay was broken (latch tab on cord door was bent) and the power cord was missing. It is noted the programmer failed lem (link electronic module) pcb (printed circuit board) assembly calibration; the lem pcb assembly was replaced and calibrated to resolve. Keyboard was damaged (keyboard latch was broken loose) and sliding cover was missing. Media bay door (latch for media bay door was missing) and printer drawer were broken. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.